Manufacturer narrative:
(B)(4). Insulin pump received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies were rusted out. Unable to perform functional tests including the displacement test due to blank display. Insulin pump received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle and enter keypad button is cracked.

Event description:
The customer reported via phone call that the cracked on the battery compartment and buttons. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.